Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open after being applied to tissue. The device was removed manually and there was no tissue damage or pt injury. The device was returned to covidien and visual inspection found that the clear insulation was damaged.